Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements. The ra lead was capped and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.